Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low potassium (k) results being generated by the unicel dxc 600 pro synchron clinical systems. Per customer, low k results are produced by the analyzer occasionally after the weekly ion selective electrodes (ise) automated maintenance procedure is done. On occasion, erroneously low k results have been reported which required an amended report. Actual results were not supplied and no add'l info regarding this event is available. The customer has not rec'd any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Calibration performed after the weekly maintenance procedure routinely passes and qc recovers within the lab's established ranges. The low results are seen either immediately after the maintenance procedure has been completed or a few hrs later. After recalibration, the ise sys performs within specs. Svc was not requested for this event. The lab has added procedures to be performed after the weekly maintenance procedure to avoid reporting erroneous results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.